Manufacturer narrative:
(B)(4).

Event description:
The pt "presented with open area with pump visible through wound." There were no signs of withdrawal. There were possible signs of infection "as pt has been in other hospitals with pneumonia and fever in last 6-8 weeks." Plans were in place to wean the pt off the pump medication and place him on oral baclofen in anticipation of withdrawal. The medication being delivered via the device system was 2000 mcg/ml lioresal with a daily dose of 450 mcg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.